Manufacturer narrative:
A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The product was assembled and inspected according to specs. The sample was not returned for eval, therefore, the complaint could not be confirmed. If the sample is received, a f/u report will be submitted with the investigation results.

Event description:
The complaint is reported as: the circuit melted near the cuff proximal to the pt trach mask connection. No pt injury reported. The condition of the pt is reported as fine.